Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-02134 & 02135).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. It was further reported that a revision procedure was planned due to patient allegations of elevated metal ions. A review of invoice history confirmed the initial surgery date and that a revision procedure took place on (B)(6) 2014. Review of the revision invoice suggests the modular head and acetabular cup were removed and replaced with competitor acetabular components and a biomet ceramic head during the revision procedure. Additional information provided in patient medical records indicate that the right hip revision procedure performed on (B)(6) 2014 was due to clunking, loosening, and elevated chromium and cobalt levels. The patient's operative report noted dark fluid, black necrotic metallosis type material, corrosion at the taper, osteolysis, bone loss, and a cyst. This report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Evaluation of the returned device found the articular surface of the modular head showed some staining and discoloration, possibly from a combination of steam autoclave residue and protein deposition. The modular head showed evidence of a main wear zone, extending almost to the superior edge of the bearing surface. A wear stripe and indentations were visible on the bearing surface. Parallel bands of indentations or scratches were visible at the edge of the main wear zone. The wear stripe and parallel indentations/scratches are possible indications of edge contact with the rim of the cup, possibly from subluxation or dislocation of the head. There is no indication, with the information available, that there is any non-conformance in the product as manufactured.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. It was further reported that a revision procedure was planned due to patient allegations of elevated metal ions. A review of invoice history confirmed the initial surgery date and that a revision procedure took place on (B)(6) 2014. Review of the revision invoice suggests the modular head and acetabular cup were removed and replaced with competitor acetabular components and a biomet ceramic head during the revision procedure. This report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified.